Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings and is activating the threshold suspend feature on the device. The threshold suspend feature on the device was set to 60 mg/dl. The sensor was reading 40 mg/dl, and he didn't feel as if his blood glucose was low. He checked it and it was 210 mg/dl. Troubleshooting was performed. The customer was advised to wait for five hours and if issues persisted to replace the sensor. The sensor is not returning for analysis.